Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic esophagectomy, while resecting of the azygos vein, the surgeon was able to press the green button but was not able to squeeze the handle. The device did not fire. Opened a new one to continue. There was no patient injury.